Event description:
Fenestrated bipolar forcep would not fully close or grasp tissue. Defective - 470205-17/n12190624 this fenestrated bipolar forcep would not fully close or grasp tissue. Manufacturer response for bipolar forcep, xi/x fenestrated bipolar forcep (per site reporter). Further analysis needs to be done.